Manufacturer narrative:
Philips service replaced the tube, power inverter (point), and hivo, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a generator error caused no x-ray output on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.